Event description:
During 2nd pass of phaco emulsification at 16 seconds, a white spot was noted to be forming over the tunnel of the limbus; irrigant flowing freely prior to entry and after removal; handpiece changed; on 2nd pass with this a brownish discoloration was noted over the previous white spot at the limbus; machine changed, handpiece changed; as threr had been apparent shrinkage of collagen in the tunnel, procedure converted to a extracapsular with no further difficulty.